Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure involving the evolutfx-29, a pre-implant balloon valvuloplasty was performed due to standard practice for the physician and calcification. Following the valve implant, the valve dislodged, which was attributed to patient anatomy and the depth of implant. The implant depth on the non-coronary cusp changed from 2mm to -15mm, and on the left coronary cusp from 0 to -15mm. Subsequently, a second transcatheter valve was implanted as treatment, a procedural delay of 60 minutes was reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Non-implantable device other medical products in use during the event include: product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure involving the evolutfx-29, a pre-implant balloon valvuloplasty was performed due to standard practice for the physician and calcification. Following the valve implant, the valve dislodged, which was attributed to patient anatomy and the depth of implant. The implant depth on the non-coronary cusp changed from 2mm to -15mm, and on the left coronary cusp from 0 to -15mm. Subsequently, a second transcatheter valve was implanted as treatment. A procedural delay of 60 minutes was reported. Additional information was received that the intended implant depth of the valve was 3mm.

Manufacturer narrative:
Image review: six intraprocedural fluoroscopic images were provided for review. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation but there is no fluoroscopic evidence of a pre dilatation. No fluoroscopic valve load inspection was provided therefore a good load cannot be confirmed. The valve was deployed just prior to the point of no recapture and depth assessment was performed. It was reported that following the valve implant, the valve dislodged, which was attributed to patient anatomy and the depth of implant. The implant depth on the non-coronary cusp (ncc) changed from 2mm to -15mm, and on the left coronary cusp (lcc) from 0 to -15mm. There were no images of the first valve deployment, therefore appropriate depth cannot be confirmed. However, depth assessment at the ncc should be performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Furthermore, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. Evidence shows two snares were inserted while the new valve was placed. It was reported, a second transcatheter valve was implanted as treatment. A procedural delay of 60 minutes was report. The 3mensio case report was provided from 2.5.25. Annulus perimeter measured 74 mm with a perimeter derived diameter of 23.6 mm suggesting a 29 mm evolut. Calcification of aortic valve leaflets noted. Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.